Manufacturer narrative:
The zoll has not received the catheter in complaint for investigation. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The (B)(6) male patient underwent ivtm treatment. The solex 7 catheter was inserted into the right internal jugular vein by the frequent user. The insertion was smooth. One and a half hours later, the saline bag was observed empty. The saline fluid in the start-up kit (suk) was tinted red. The catheter and the suk were replaced, however, the empty saline bag was observed again after approximately one and a half hours. Per reporter, the ivtm therapy was stopped and temperature management treatment was continued with surface cooling. No consequences or impact to patient was reported. See MFR 3010617000-2019-00847 for the second catheter issue.